Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was getting a por (power on reset) message on her implantable neurostimulator recharger (insr) today. It was stated that the display showed a ¿call your doctor¿ icon. It was noted that the patient had surgery and it was confirmed that it was not related to the patient¿s device or therapy. It was stated that the por message was seen when the patient tried to charge today. It was noted that the patient programmer batteries were dead so the caller could not be walked through clearing the por message. No additional information reported. It was stated that the patient had not been seen by this office since 9/3/13. Additional information received reported that they called and made an appointment that day and went to the healthcare professional¿s (hcp) office. It was stated that they met a manufacturer¿s representative there and had the device cleared and everything was working ¿very well.¿ it was stated that patient ¿was using it right now.¿